Event description:
It was reported that the patient presented to the emergency room experiencing presyncopal symptoms. Upon interrogation, the pulse generator exhibited inappropriate programming. The device was reprogrammed.

Manufacturer narrative:
UDI (di): (B)(4).